Event description:
New information received notes that the device was successfully reprogrammed. The patient was stable and asymptomatic.

Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator exhibited myopotential oversensing. This resulted in pacing inhibition and was believed to have been caused by past programming changes to resolve oversensing of post-paced t waves. Further programming changes were recommended but not yet completed. The patient was stable and asymptomatic.